Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that on a routine device check this left ventricular (lv) lead was found to be pacing the atrium. Due to the dislodgement a lead revision procedure was performed and this lead was explanted. Another lv lead was not implanted due to vein occlusion and the lv port was plugged. No adverse patient effects were reported related to the dislodgement or the procedure.